Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4) incomplete. Associated medwatches: 1221934-2018-50360 and 1221934-2018-50362.

Event description:
During the case the expressew autocapture plus gun was loaded with an expressew needle (lot 43928) and an autocapture plate correctly. The permacord suture was also loaded correctly into the gun. The first suture passed through the tissue fine. The second permacord suture was then correctly loaded into the jaws of the gun and fired through the tissue. The needle then became stuck in the plate, not returning back down and caught in the tissue. The surgeon was eventually able to pull the gun out through the cannula however the needle was still stuck in the plate. Additionally, the tip of the needle had broken. The surgeon removed it from the patient with a grasper. A new needle was then opened and compared to the broken need to confirm that every piece was accounted for. The new needle (lot: 41636) was then put into the gun and a practice fire was done outside the patient. The needle again became stuck not retreating correctly. Following that it was decided to move forward in the case with an arthrex scorpion fast pass. The case was then completed. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.